Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'downstream occlusion' was not reproduced due to constant clean load point alarm. A review of the history log revealed multiple "downstream occlusion!" Messages as evidence for the customer reported allegation of "downstream occlusion". A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor out of specification. Force sensor requires recalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of downstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.